Event description:
Physician reported "rupture left side. Device disintegrated. Silicone partially inside syringes with also part of the envelope inside". This relates to the left side device. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "rupture left side. Device disintegrated. Silicone partially inside syringes with also part of the envelope inside". This relates to the left side device. Device has been explanted.

Event description:
Healthcare professional reported, "rupture left side. Device disintegrated. Silicone partially inside syringes with also part of the envelope inside". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed as surgical impact opening (shell thickness within specification). Additional observations: stress marks are observed assessed as non-penetrating nick.